Manufacturer narrative:
The available information suggests that this device remains in-service. The event will be reopened if additional information is received and/or the device is returned for analysis.

Event description:
Boston scientific crm received information that this patient was admitted to the emergency room (ER) following delivery of 6 inappropriate shocks for supraventricular tachycardia (svt). The arrhythmia was initially detected in a monitor only (mo) zone and was redetected in the upper zone (ventricular tachycardia (vt) zone). Technical services explained that rhythm discriminators are not applied when the initial detection occurs in the lower mo zone.